Event description:
Pump was delivered to biomed with a vague report of overinfusion. Biomed tested pump and confirmed that it does overinfuse. No report of patient injury or medical intervention. No clinical contact information provided.